Manufacturer narrative:
Correction.

Event description:
Related manufacturer reference number:2017865-2023-15806. It was reported that the patient presented remotely via merlin.net. Upon review, the right ventricle lead exhibited pacing inhibition due to over-sensing noise. This patient was dependent. The patient presented to the clinic for a revision procedure. During the procedure, the right atrial lead was stuck to the right ventricle lead and while explanting the right ventricle lead the right atrial lead dislodged and came out with the right ventricle lead. Both the lead were explanted and replaced during the same procedure. Patient was stable.

Manufacturer narrative:
The reported events of noise and pacing inhibition were confirmed. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil proximal to suture sleeve tie impression. The cause of the reported events was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.